Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, the following was obtained: please provide how many times this event occurred during this one procedure? This happened 3 times if there are multiple patient events, ask: provide the specific number of patient events: 8-10. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? 8-10. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). In total there are three complaints filed the last month about the same product. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture snapped when tying knots. The procedure could be completed with same as product. There were no adverse patient consequences reported. Additional information was requested.